Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported power failure of the battery. The unit was in clinical at the time the reported issue was discovered however, there was no harm to the patient or the user.

Manufacturer narrative:
Date of report: 09/24/2018. (B)(4). Date of MFR: 04/11/2018. The manufacturer's field service engineer (fse) evaluated the device onsite and was unable to replicate fault when testing. The manufacturer¿s field service engineer (fse) confirmed the battery was in good condition and no errors were found. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed, back in service.